Manufacturer narrative:
A second physician who explanted the bsc device was also reported with this event: dr. (B)(6).

Event description:
As reported by the patient's attorney, a boston scientific device was implanted. According to the complainant, within days after the procedure, the patient experienced generalized pelvic/suprapubic pain, cramps and a sharp burning sensation during urination. According to her physician the symptoms "dramatically worsened" over the ensuing months, resulting in prolonged pain which affected the patient's ability to sleep, work and have sexual relations. She also experienced dyspareunia. In (B)(6) 2013, her chronic stress incontinence increased and she experienced severe vaginal infection along with erosion and extrusion. The device was then successfully removed and an anterior and posterior vaginal repair was performed along with a sacrospinous fixation using a different device. All other information is unknown. Should additional relevant details become available, a supplemental report will be submitted.